Event description:
It was reported that during therapy in arctic sun device, target temperature was 36 c, but the patient temperature was only 34.6 c, water temperature was 30.8 c and flow rate stopped. Mss asked the nurse to send a screen shot of the graph. It appeared that the target temperature changed but the patient temperature was following exactly. Right now, it was set to rewarm at 0.4c/hour. Mss advised the nurse to check protocol to confirm rate. Only one universal pad on the 9.7kg child. Recommended the nurse to change to two small universal for better coverage and flow rate. Mss advised heater would not function properly with a flow rate this low and now settled at 0.4lpm when nurse restarted the therapy. If flow rate continued to dip below 1 lpm with the new pads they would call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended use the arctic sun® arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature-controlled water circulating through the arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. ¿ do not place arcticgel¿ pads on immature (non-keratinized) skin or premature babies. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ the arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ the arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ carefully and slowly remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal of the pad from the patient¿s skin may result in skin tears. ¿ do not allow circulating water to contaminate the sterile field when lines are disconnected. ¿ discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. See operators manual for detailed instructions on system use. ¿ select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. ¿ the following sizing chart is provided as guidance. Modify the number of pads and locations as necessary to meet specific clinical needs. When finished, purge water from pads. Slowly remove pads from the patient and discard. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during therapy in arctic sun device, target temperature was 36 c, but the patient temperature was only 34.6 c, water temperature was 30.8 c and flow rate stopped. Mss asked the nurse to send a screen shot of the graph. It appeared that the target temperature changed but the patient temperature was following exactly. Right now, it was set to rewarm at 0.4c/hour. Mss advised the nurse to check protocol to confirm rate. Only one universal pad on the 9.7kg child. Recommended the nurse to change to two small universal for better coverage and flow rate. Mss advised heater would not function properly with a flow rate this low and now settled at 0.4lpm when nurse restarted the therapy. If flow rate continued to dip below 1 lpm with the new pads they would call back.